Event description:
Customer reported via phone call that she changed the site the night before and the day of the call she tried to deliver a unit through the fill cannula and she didn't see insulin come out. When she got home she removed the sensor from the insulin pump and noticed fluid and condensation in the reservoir compartment. Customer stated that the bottom of the insulin pump, underneath the battery compartment is brown by the label sticker. Customer stated that the reservoir was used and the insulin leak is located between the two o rings. Blood glucose value was 308 mg/dl; treated with manual injection. The reservoir is being replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.